Manufacturer narrative:
Device evaluated by MFR. Product testing was not performed as the cause of the reported complaint cannot be determined through such means. Method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2011-00165. The pt received her scs system on (B)(6) 2010 including an ipg and two percutaneous leads implanted in the occipital area (off-label location). It was reported that a portion of one of her leads was explanted due to an infection caused by erosion. In addition to irrigation of the infected site, oral antibiotics were administered to the pt as treatment. F/u on the pt found that she is recovering well, and there are plans to replace the affected lead. It is unk from which lot the lead in question originated; therefore, both lots are being reported.